Event description:
It was reported that during a stenting treatment procedure stent damage occurred post-deployment. Access was obtained via the radial artery. The target lesion being treated was located in the severely tortuous left anterior descending (lad) artery. Direct stenting of the lesion was performed. A 2.75x20mm taxus element stent delivery system was advanced to the lad and deployed. Angiography showed the taxus element stent well positioned and well apposed. A 3mm quantum maverick balloon was then advanced for post-dilation. Upon removal of the quantum maverick balloon, it was noted via angiography that the proximal end of the stent had crumpled and shortened by approximately 5 mm. Later that same day, following consultation with another physician, it was decided to treat the patient again. An unknown stent was advanced and placed proximal to the taxus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).